Manufacturer narrative:
The returned device matched the report and the reported damage was confirmed. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The hardness of the device is according to specified parameters. The cutter t2 kids large is composed of four sub-components: wrench, handle, nut and sleeve, whereas only the sleeve and the wrench were returned. The sleeve is broken into several fragments. The individual fragments have been evaluated with the help of a stereo-microscope. Some of the breakage surfaces show the typical fan-shaped structure of a torsional forced fracture as well as to some extent. The surgical technique advises amongst others: ¿¿cut the nail by moving the handles smoothly towards each other¿¿ a fracture like this could only have happened by applying undue force on the handles which is classified as unintended use. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device but is rather user related due to non-intended use (deviation from surgical technique). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that surgeon was implanting a t2 kids nail, when he was going to cut it the inner sleeve of the large cutter broke.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that surgeon was implanting a t2 kids nail, when he was going to cut it the inner sleeve of the large cutter broke.